Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the delivery system with valve could not be advance through the 14fr esheath+. The entire system was withdrawn and observed with no visible issues. A decision was made to prep a new 14fr esheath+, delivery system and valve. There were no noted issues advancing the second delivery system with valve through the second 14fr esheath+. The valve was implanted successfully. There was no patient injury. The devices were returned for evaluation. The valve strut was noted to be bent approximately 2 inches from the comnut. The strut does not protrude through the liner, but there was a puncture noted on the returned esheath+. Further assessment revealed one bent strut on the inflow of the valve approximately 180 degrees. The bent strut remained on the inflow after it was expanded. The valve profile also appears canted.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection revealed a crimped valve stuck in the strain relief area of the esheath+. The valve strut was protruding through the strain relief. One strut was noted to be bent at the inflow side, approximately more than 180 degrees. The frame was distorted/canted. The valve was then expanded, and the bent strut remained after expansion. The valve frame was canted. The leaflets were observed to be wrinkled and dehydrated likely due to the storage condition (prolonged crimping) during the return handling process. Imagery of the patient's anatomy was also provided for review. Imagery review revealed the patient's access vessel had presence of tortuosity and calcification. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and there were three identified as applicable to this event. The first root cause is a tortuous patient anatomy. This can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, the patient access vessel had presence of tortuosity. The second root cause is calcification. This can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, the patient access vessel had presence of calcification. The third root cause is excessive device manipulation/high push force. This can lead to the valve struts interacting with the sheath shaft resulting in strut damage at the valve inflow side. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the delivery system with valve could not be advance through the 14fr esheath+." Evaluation of the returned device showed the valve strut protruding through the strain relief. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.